Manufacturer narrative:
Beckman coulter became aware of this event on (B)(4) 2014 when the malfunction was assessed and determined to be reportable. On (B)(4) 2014, the customer technical specialist advised the customer to replace the diluent on the unicel dxh 800 coulter cellular analysis system serial number (B)(4), and the issue was resolved. (B)(4). This MDR is related to MDR 1061932-2014-02077 for the second unicel dxh 800 coulter cellular analysis system serial number (B)(4) in the same customer location.

Event description:
The customer reported platelet background high failures on two unicel dxh 800 coulter cellular analysis systems in their laboratory when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.